Manufacturer narrative:
The lot number for the device is unknown; therefore, a device history report review could not be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Patient use factors may have contributed to the event. The acuvue oasys lenses may be prescribed for extended wear for up to 6 nights/7 days of continuous wear. Add'l info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeling states device is approved for single use or reuse.

Event description:
On (B)(6) 2013, a sales rep in (B)(6) reported a medical claim as follows: the patient, who used acuvue oasys for astigmatism lens on extended wear schedule, consulted an eye care professional (ecp) this month and was diagnosed with a corneal ulcer (affected eye unknown). The va was decreased to 0.5 (20/40). The ecp assumes the va will not recover anymore. The ecp cannot determine whether the lens was defective. He considers the ulcer was caused by extended cl wear. Info rec'd on (B)(6) 2014, indicates the patient twice wore his cl for about a month on extended wear schedule. The ecp considered this could be the cause of the symptom. Diagnosis was corneal ulcer, off the pupil at 9 o'clock position. Opacity was no greater than the pupil and conjunctival injection was observed. The pt was immediately referred to the department of ophthalmology at a hospital. On (B)(6) 2014, further info was rec'd which indicated the right eye (od) was affected and va was 0.5 (20/40). Injection was noted in the inferior part of the conjunctiva and vascularization of the cornea was observed. Ecp also noted that since unaided va and corrective va are the same, the od cornea might be flattening. The exp assumes the ulcer made the shape of the whole cornea flat.